Manufacturer narrative:
Samples were collected in 3ml naheparin plasma tubes with the exception of one sample which was collected in a microtube (it is unknown which patient this was). The samples were centrifuged for 3 minutes at 8505rpm. Per customer, the sample in the microtube and one of the 3ml tubes looked slightly hemolyzed, all other samples were full draws and no issues were noted. All three levels of accutni qc were resulting within the customer's established ranges 30 days prior to the event. On the day of the event, at approximately 18:40, level 1 and 3 of accutni qc failed out of range 5+sd high. A routine system check performed on the day of the event at 21:32 failed. A system check performed on (B)(4) 2011 had passed within instrument specifications. Bec cts (customer technical support) had the customer inspect the wash buffer connections, aspirate probes and tubing and no issues were noted. The customer cleaned the wash valve and repeated the system check a day after the event and it failed again. A field service engineer (fse) went on-site (B)(4) 2011 for this event and discovered one of the peri-pump tubing that the customer had changed was not trimmed and subsequently kinked. It is unknown when the customer changed this tubing. Fse trimmed the tubing appropriately and replaced all of the aspirate probe tubing. A routine system check and qc then performed passed within specifications. Fse went back on-site (B)(4) 2011 to replace the peri-pump as a proactive measure. All repairs were validated per established procedures and results met published performance specifications. Although hardware issues were addressed, a clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding higher than expected troponin (accutni) results above the ami cut-off generated by the access 2 immunoassay system for five patients that were questioned by the physician as they did not match the patients' clinical presentation. Subsequent testing on an alternate instrument and an alternate methodology produced lower results within the normal reference range for all five patients. There was no report of patient injury or change to patient treatment attributed to or connected with this event.